Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and replaced the probes, pinch valve tubings, and calibrated the resuspend port (rp). The instrument was verified and operational. Siemens performed a follow-up with the customer, post-service, and no recurrece was noted post-service visit. The customer did not require further assistance. The instrument is operating within specifications. No evaluation of the device was required.

Event description:
The customer obtained discordant, false positive, high sensitivity cardiac troponin I (tni-ultra) results on an advia centaur xp instrument. The false positive results were not reported to the physician(s). The customer used the same samples and an alternate advia centaur xp instrument to perform repeat testing. The customer informed siemens that repeat results were negative and reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the false positive tni-ultra results.